Manufacturer narrative:
(B)(4). The device was manufactured december 22, 2015 - december 23, 2015 .the device was received for evaluation. Visual inspection noted fluid inside the bag containing the unit from an untightened luer cap. Once the luer cap was tightened, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the over pouch during storage. The device was filled with fluorouracil in 5% dextrose. Approximately 1-2 mls had leaked into the over pouch. There was no patient involvement. No additional information is available.